Event description:
Three (3) boston scientific watchman devices malfunctioned during preparation. "One (1)," the device was unsecure and exited the sheath during flushing, "one (1)," the plastic attached to the hemostasis valve separated allowing bubbles to enter the sheath, "one (1)," while flushing, a pop was felt and a separation of the device from the wire was observed. These devices were released to boston scientific representative (B)(6). FDA safety report ID# (B)(4).